Event description:
Approximately fifty-eight hours post breast augmentation and abdominalplasty procedures - the pt began having symptoms of: left arm, mouth and cheek numbness - extending to vision disturbance, periorbital was the last sign. Two (2) separate pumps for two (2) separate procedures were used at the time of this incident - a pm025 and pm028. The pt went to the emergency room where CT scans were performed, which were negative. The dr instructed the catheters of the infusion pump be pulled - three days after surgery at 3:00 a.m. The pt's current condition is excellent with no residual effects.

Manufacturer narrative:
The devices involved in this incident were not available for eval, as the devices were discarded; without the actual product, a complete analysis cannot be conducted.